Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer door failed. A field service engineer (fse) found that the drawer 6 sub drawer 1 legacy cubie drawer would not open, it would double click and then fail. The fse also noted that the sub drawer was rubbing against the full height cubie drawer 5, removed both the drawers and adjusted the rails inside the cabinet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer door was failed. The customer mentioned hearing clicking sound when tried to open, attempted to recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.